Event description:
Patient was in his normal state of health when he was awoken during the night with an ICD discharge. He states this is the first discharge since inital ICD implanted 8 years ago. The original was replaced in 3 years ago with current ICD. His ICD was interrogated and found to have 1 episode of vt/vf with appropriate shock and rv lead was over sensing. Biventricular ICD implanted secondary to patient condition.